Event description:
A physician reported he felt the blood pressures taken by some of these vital sign monitors were not accurate. The physician felt the monitors were displaying a false high blood pressure. Our facility contacted the distributor to report the concern, and we had our biomedic contract company check the accuracy of these vital sign monitors and the result was: the vital sign monitors were displaying some false high readings. The distributor is in the process of replacing all these vital sign monitors with new ones. These monitors were purchased new approximately 3-4 months ago. Note: four more vital sign monitors were involved with this product apparent malfunction. Dates of use: several months during 2010. Diagnosis or reason for use: monitoring vital signs in the ed and on medical surgical unit.